Event description:
Smartsite infusion sets are not priming. This has happened with two sets this past week. Per reporter, the manufacturer indicates this is a "known" problem and to just use another one.